Manufacturer narrative:
(B)(4). Adverse events for patient 4 was submitted via mw# 2210968-2019-85292. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hernia (2013); 17:633¿638. Doi: 10.1007/s10029-013-1145-0. Please see article attached. The following information was requested, but unavailable: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products ( proceed mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved?

Event description:
It was reported in a journal article with title: totally laparoscopic abdominal wall reconstruction: lessons learned and results of a short-term follow-up. The authors reported their experience with a case series of five patients who underwent a totally laparoscopic abdominal wall reconstruction (tlawr) for an abdominal wall hernia, and will discuss the outcomes, patient selection criteria and potential pitfalls in the management of this group. Five patients (4 male and 1 female; age range: 42-60 years; bmi: 24.3-33.3) underwent a tlawr with mesh during the study period between september 2008 and october 2009. Through a stab incision in midline, a prolene #1 suture (ethicon) was passed through the fascia about 1¿1.5 cm lateral to the edge using a suture passer. The mesh was introduced into the abdominal cavity and the transfacial sutures were passed through the abdominal wall using a suture passer. Four patients (patients 2-5) received proceed mesh (ethicon) and one patient (patient 1) received other mesh. Reported complications included: patient 1 had a recurrence and developed a small reducible bulge above the healed midline incision. Patient 4 had a recurrence which required mesh removal 14 months after the surgery, with multiple surgical repairs/repair with biological mesh. Patient 5 developed an incarcerated hernia 1 year after the surgery, which was surgically repaired by an open procedure with mesh. In conclusion, although tlawr is feasible and improves wound complications, it may be associated with higher recurrence. Appropriate patient selection is imperative in order for the patient to benefit from this technique.